Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay to the screen is cracked. Analysis also found a loose ECG (electrocardiogram) connector on a printed circuit board assembly. (B)(4).

Event description:
It was reported the screen is cracked. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.